Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the device was shut off with symptoms as an action to resolve the shocking in the legs and the device not working. They indicated that the cause was determined, however, they were unsure of the etiology; adjusting the interstim did affect symptom change then symptom return. The issues had not been resolved. The hcp had seen the patient on (B)(6) 2017. On (B)(6) 2017, the patient went to have the interstim analyzed. It had been working great until an electric storm occurred a few days prior the visit. Then the patient had increased fecal and urinary urgency. They had tried all 4 programs, and one was the best for the patient. It was noted that the patient's medications included: advair diskus, compazine 25 mg suppository, crestor, dulcolax 10 mg suppository, lisinopril, neurontin, norvasc, paxil, simpson oil, and zofran. The patient's previous surgical history included 2 lumpectomies, and their previous medical history included non-hodgkin's lymphoma, trauma brain injury with history of seizures, irritable bowel syndrome, and urgency of urination that was improving (first seen having this issue on (B)(6) 2016). They had a post-void residual completed and a bladder scan where they voided 100cc and the scanned volume was 6 cc. Interstim programming was performed in under 30 minutes and there were less then 3 changes. The interstim was on and the battery was replaced. It was not indicated which device's battery was replaced, but there was no surgery reported. They mentioned that program 1 was active upon discharge at 0.4v. They kept the same program per patient request, but increased to 1.4v where the patient was comfortable. Program 2 was set at 0.9v, program 3 at 0.9, and program 4 at 1.0. All impedances were within normal limits. The patient stated that they tried other programs, but review of the interstim indicated that the patient was on program 1 at 0.4v 100% of the time. The urinalysis showed the following results: ketones: 15 mg/dl, specific gravity: >=1.030, and a ph of 5.5. The patient experienced worsening of urge incontinence and full fecal incontinence. The hcp discussed changing programs, but the patient preferred to stay in program 1 as it had worked so well. The patient stated that they would call the hcp in the next few days if there wasn't significant improvement. At the (B)(6) 2017 visit, it was indicated that the patient's urinary symptoms were 80% better and fecal urgency was 40% better than prior to interstim placement. This was as of (B)(6) 2017. The patient noted at the time of the appointment that the interstim was working well, but it caused pain at the implant site and numbness in their legs. Their blood pressure was 134/72 mg. Interstim programming was performed with a program 1 change and program 3 was replaced with program 6 with widen pulse width for comfort. It was noted that the patient voided 6 times per day, voided 2 times at night, did not leak/need pads/need catheterizing, and had urgency of 3 on a 1-5 scale. There was improvement. They were having the patient try a new program. At the (B)(6) 2017 visit, the patient was at +3, -1, -2, pulse width 240 at 2.4 amps. They had 90-95% improvement in urinary symptom and 60% improvement in fecal urgency. They were experiencing shooting pain in their left leg and buttocks. The patient was wearing a support belt around the implant that was helpful. They noticed the shooting pain more in thunderstorms. They had improvement in symptom relief in the current program, so they were unwilling to turn off the device. The patient reported incontinence, voiding difficulties, painful urination, urinary frequency, trouble with erections, trouble with ejaculation, libido problems, elevated cholesterol, high blood pressure (history of hypertension), hot flashes, excessive thirst, too hot/too cold, nausea/vomiting, abdominal pain, fever/chills, fatigue, headache, tremors, dizziness, seizure (history of seizures),cva tenderness, back pain, neck pain, joint pain, swollen glands, seasonal allergies, and a swallowing problem. Their blood pressure was 136/76. Interstim programming was performed and the system was on with impedances within normal limits. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the circumstances that led to the shocking in the legs and the device not working was a reaction to lightning during every thunderstorm. The lithium battery actually became warmer, then would surge, causing the sensation of tingling and shock similar to walking on a leg when it's "asleep". This would happen every time it stormed out. The patient wasn't able to go to the emergency room (ER) because the appropriate people were not on staff. The program was switched at several appointments. The device was turned off and back on. The patient was told that it was a hcp issue and their hcp said it was a device issue. The device controlled the patient's incontinence, but was too painful to keep on during thunderstorms. The battery location site was warm, painful, and caused the shocks whether the device was on or not.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss of therapy. The patient reported that they experienced pain and shocking in their legs. The patient also reported that they were experiencing incontinence. The patient stated that they found out that there were recalls on their device and that their healthcare professional (hcp) had told them to contact the manufacturer. The patient noted that they had not spoken to their doctor and had only seen the programmer who worked at the doctor¿s office. Additional information was received from the patient on (B)(4) 2017. The patient reported that they had the device shut off at the time of report and did not remember when they had shut the device off. The patient noted that the plan was to have the device explanted but they did not know when. The patient reported that the device had been working great for their incontinence but wasn¿t working right after a lightning storm. The patient stated that they had not been told that they could not go on in lightning storms. It was indicated that the hcp reprogrammed and then the patient started to get pain down their legs. The patient noted that they went back for reprogramming but the device was not helping like it had been. The patient was instructed that they could have a nurse request for a manufacturer representative (rep) to assist. The patient was to follow up with the clinic the day after report. No further complications were reported or were expected.

Manufacturer narrative:
Patient name updated due to a recent name change. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that since implant the battery from the ins had interfered the with batteries in their cell phone; the phone goes in and out, causing calls to fade and calls to drop. It was also reported that the patient lost massive amounts of weight following the implant surgery, and the ins battery was too close to the surface. The patient had a revision surgery in (B)(6) to correct this issue, to put them deeper. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.